Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's downstream occlusion (dso) seal was delaminated. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was loose and bubbled, and the air detector was chipped. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso seal and air detector were replaced.